Manufacturer narrative:
Date sent to the FDA: 01/28/2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 04/05/2021. Additional information from patient was received: my symptoms are still bad, although I've avoided the major swelling with meds. Since the use of the sutures, I've had two pretty bad allergic responses. I don't know if the sutures have made me hypersensitive or if it is a wild coincidence." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 04/05/2021 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 02/11/2021. Additional information was requested, and the following was obtained: allergist feels the reaction is allergy to the stitches. The procedure was a facelift and it is a subdermal suture. Pds 2-0. Normal skin. The cleansing procedures for cleaning were septisol cleansing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 02/08/2021. Additional information was requested, and the following was obtained: at the time of surgery, was about 135 pds...currently about 142. Height is 5'1". Area has always felt tight so it is hard to pin point subcutaneous reactions prior to the acute event. Acute reaction started on or about (B)(6) 2020. Dosed with prednisone until I could see my gp. Given high dose prednisone and antibiotics to stop inflammation. No health problems at all other than seasonal allergies for which I take singulair and clarinex as needed. No co-morbidities. Only medication taken regularly is vitamin d. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 02/08/2021. Corrected information: b3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative report and/or medical examinations? Does ethicon have your permission to contact your surgeon/doctor, in the event ethicon would like to contact your surgeon/doctor for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor/surgeon¿s name and contact information including email address and phone number?

Event description:
It was reported that the patient underwent a face lift procedure on (B)(6) 2020 and the suture was used. About six months post op, she developed an acute reaction to the sutures. It was reported that the patient experienced inflammation from the stitches in the neck and her ear inflamed to about twice the size as well as her lymph nodes. The patient was given prednisone to shut down the cascade of inflammation. Currently, the patient is itchy and trying to not scratch as to not flare up the inflammation again. Additional information has been requested.